Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify a33 alarm, prime/fill anomaly due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had multiple errors and also squirted out insulin during manual prime. The customer's blood glucose level was unknown. The customer reported that the insulin pump had compromised forced sensor system alarm twice. The customer reported that the insulin pump also received a motor error. The customer reported that the insulin pump was stuck in rewind. They stated that the drive support cap appeared normal. The insulin pump will be returned for analysis.